Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, a medium-large clip applier instrument was used to control bleeding; however, a clip could not be applied. On 28-apr-2026, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with user facility report # (B)(4) stating: "pt had some bleeding during the case so surgeon tried to apply a clip but clip applier would not apply it."